Event description:
During cataract surgery, while polishing the capsule on the left eye, the surgeon noticed a small rent on the posterior capsule. A vitrectomy was performed and a sulcus lens was implanted successfully. Postoperatively, the patient's bcva is 20/20 and the patient is doing well.